Manufacturer narrative:
The fenestrated bipolar forceps has been evaluated by the advanced failure analysis team. Initial failure analysis was confirmed; however, the root cause of the lodged sheath distal coextrusion has been updated to user mishandling/misuse. The sheath's distal coextrusion can become separated from the sheath when removing the sheath from the instrument if the middle of the sheath is gripped and pulled.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument and performed failure analysis evaluation. The fenestrated bipolar forceps instrument was analyzed and the reported failure was confirmed. A visual inspection was performed and the instrument was found to have a broken molded insulator at the distal end. The broken piece, measuring approximately 0.169" x 0.394" in size, was not returned with the instrument. The instrument was also found to have a dislodged grip tip. The dislodged grip tip was not returned with the instrument and measured approximate 0.186" x 0.594" in size. This failure is likely due to the broken molded insulator. Also, the instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No signs of thermal damage to the conductor wire insulation were observed. Additionally, the instrument was found to have a sheath distal co-extrusion lodged at the proximal clevis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, part of the jaws of the fenestrated bipolar forceps instrument broke off. No instrument fragments fell inside the patient. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.